Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, high ventricular rate episodes due to noise resulting in oversensing were noted on the right ventricular (rv) lead. Furthermore, lead damage on the rv lead was suspected, but was unable to be visually confirmed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.